Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported, the patient was not sure what circumstances led to the infection. The patient experienced peeling and rawness behind their right ear. The infection had resolved.

Event description:
The manufacturing representative reported that the patient¿s device was removed due to infection. The patient had scaling behind his ear which was confirmed to be an infection by the patient¿s doctor and the doctor stated that the device needed to come out. The cause of the infection was never confirmed. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387s-40, lot# v281277, implanted: (B)(6), 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v779186, implanted: (B)(6) 2011, product type: lead. (B)(4).